Event description:
Three (3) smartez pumps (se0175-250, lot # s8h02) containing telavancin 800 mg in 0.9 % sodium chloride 250 ml would not infuse. Patient¿s wife tried multiple times to flush line with no resistance. Device drips when detached, but not when attached to patient line. Nurse at physician office could not get device to infuse either.